Manufacturer narrative:
The up arrow button did not respond due to corroded keypad trace. Pump received with missing end cap sticker. No scrolling numbers display anomaly noted. Analysis was unable to perform displacement, basic occlusion, occlusion, prime/ compromised force sensor and excessive no delivery test due to unresponsive button. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had keypad anomaly and experiencing low blood glucose. The blood glucose at the time of the incident was 64 mg/dl. The customer states they attempted to bolus, but the numbers were ramping up to 300 and starting over. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.